Manufacturer narrative:
Continued: e1- (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Physician reporting rupture and capsular contracture (unknown baker grade). The affected side is unknown. Device remains implanted.

Event description:
Physician reporting rupture and capsular contracture (unknown baker grade). The affected side is unknown. Physician has further confirmed on explant surgery device is intact. The reported event of capsular contracture relates to the contralateral record.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/jul/2024. Additional, changed, and/or corrected data: g1, h6. Device photo evaluation: visual analysis of the photographs identified: ¿ no complaint against the device: no observation is performed for the complaint as the event is no complaint against the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Physician has further confirmed on explant surgery device is intact. The reported event of capsular contracture relates to the contralateral record.